Manufacturer narrative:
The system lost 3-phase power due to a tripped breaker. The issue was identified and resolved, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system lost incoming power. The clinical use of the system was unknown.there was no harm reported to philips.